Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). S/w 3.0b. On august 23, 2021 the customer passed away. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit received with a depleted energizer industrial alkaline battery installed. Please see below when reviewing the history download. There is no data available due to the unit received with a depleted battery installed. Unit passed the functional testing.

Event description:
Medtronic received information that harm reported, with no allegation occurred. There was an allegation of death as a result of this event. Frn-mmt-332-rsvr, unomed inf set.